Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to low blood glucose levels. Customer's blood glucose levels at the time of hospitalization in the 20mg/dl range. Not stated if the customer as wearing the insulin pump at the time of the hospitalization. Customer was treated with glucose intravenously. Troubleshooting occured. No additional information was provided.